Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mersilene mesh was implanted. No additional information was provided.